Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 days after the dental implant was placed, the implant had achieved primary stability. Clinician noted an infection, bleeding, hypersensitivity and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 2 days after the dental implant was placed, the implant had achieved primary stability. Clinician noted an infection, bleeding, hypersensitivity and swelling. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.